Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited undefined high pacing impedance, and a fracture was confirmed. The rv lead was partially explanted and replaced as the lead broke during explant. The ra lead and ICD were explanted/replaced by a single chamber ICD.

Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to right ventricular (rv) lead oversensing. The rv lead also triggered a noise warning and lead integrity alert (lia) due sensing integrity counter (sic) and high rate non-sustained episodes. High threshold and high impedance were also noted on the rv lead. A fracture of the rv lead was suspected. In addition, due to a recent generator change, an implantable cardioverter defibrillator (ICD) connection/set screw issue was suspected because pacing, sensing, and detection issues were all noted on the ICD. In addition, it was reported the patient has a right atrial (ra) lead fracture. The patient reported suffering emotional distress. The ICD system was reprogrammed, and the patient opted to be discharged with a lifevest without additional intervention at that time. The rv lead, ICD, and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.